Event description:
Complainant alleged that the device was tested at 30 joules using the device's test port. The device was later used in a code and while attempting to defibrillate a pt (age & gender unk), the device failed to discharge and displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was removed from service and it was found that the devices multi-function cable was still attached to the test port. The complainant suspects that during the code the device's multi-function cable was still attached to the test port instead of the device's paddles resulting in the "defib pad short" message. It is suspected that the user interpreted this as the device being faulty and obtained a second device instead of checking the cable connection.